Event description:
In 2004 a pt fell while being lifted from their bed in an uno 102 pt lift. According to the facility, the pt had been raised from their bed for weighing when the lift's actuator shaft folded over and collapsed. The resident fell safety back onto the bed. No injuries were sustained. Four days later the lift with a new actuator was inspected by liko's local distributor. On the lift it was observed a non-liko brand control box was on the lift. This item was discarded and replaced with the correct liko controller. The lift was then broken actuator was returned to the manufacturer for a failure analysis report. Findings of their report indicate operator misuse. The actuator shaft was struck or pulled from the side while under load, which caused the actuator shaft to collapse and the pt to fall.